Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and motor error. The verification test passed. The customer went back to using pens. Customer's blood glucose level was 21.7 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had compromised force sensor system during basic occlusion test due to faulty force sensor resistor. The device passed idle current test, run current test, displacement test and rewind. Unable to perform selftest, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system error alarm. No motor error alarm noted. Motor passed motor test. Device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.